Event description:
Customer reported that the set was leaking heparin from the distal port. The leaking was noted right away. There was no pt harm or medical intervention reported. No add'l pt/event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned pre customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.